Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The unit has been repaired and returned to service. The part was returned to the manufacturer for investigation: it was determined contamination buildups were found on the rotary adjustment assembly (nav ring) matrix of the new nav-ring production process that causes the nav ring not functioning. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports nav-ring failure. There was no patient involvement.